Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. Despite repositioning attempt, the issue persisted. It was noted that the helix of the rv lead had difficulty extending, which resulted in the helix being unable to be fully deployed for implantation. The rv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.